Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, a patient contact reported to fresenius technical services this 68-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler collapsed and required emergency services to transport them to the emergency room. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a myocardial infarction (mi) on (B)(6) 2021 during a ccpd treatment on the liberty select cycler at home. The patient became unconscious during the pd treatment and emergency services were activated. After multiple rounds of cardiopulmonary resuscitation, the patient was pronounced deceased in their home on (B)(6) 2021. It was stated the patient had undiagnosed cardiac disease and was previously advised to consult with a cardiologist which he refused. It was confirmed the patient¿s mi leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2021, a patient contact reported to fresenius technical services this 68-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler collapsed and required emergency services to transport them to the emergency room. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a myocardial infarction (mi) on (B)(6) 2021 during a ccpd treatment on the liberty select cycler at home. The patient became unconscious during the pd treatment and emergency services were activated. After multiple rounds of cardiopulmonary resuscitation, the patient was pronounced deceased in their home on (B)(6) 2021. It was stated the patient had undiagnosed cardiac disease and was previously advised to consult with a cardiologist which he refused. It was confirmed the patient¿s mi leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) 6000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The catch-post hipot test, the patient hipot test, and the current leakage test passed. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: d9, h3, h2.

Event description:
On (B)(6) 2021, a patient contact reported to fresenius technical services this 68-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler collapsed and required emergency services to transport them to the emergency room. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a myocardial infarction (mi) on (B)(6) 2021 during a ccpd treatment on the liberty select cycler at home. The patient became unconscious during the pd treatment and emergency services were activated. After multiple rounds of cardiopulmonary resuscitation, the patient was pronounced deceased in their home on (B)(6) 2021. It was stated the patient had undiagnosed cardiac disease and was previously advised to consult with a cardiologist which he refused. It was confirmed the patient¿s mi leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s myocardial infraction. The cause of the patient¿s death can be attributed to an mi and unspecified cardiac disease as reported by a medical professional. It is well known the end stage renal dialysis (esrd)) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a source or contributor to this event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2021, a patient contact reported to fresenius technical services this (B)(6)-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler collapsed and required emergency services to transport them to the emergency room. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a myocardial infarction (mi) on (B)(6) 2021 during a ccpd treatment on the liberty select cycler at home. The patient became unconscious during the pd treatment and emergency services were activated. After multiple rounds of cardiopulmonary resuscitation, the patient was pronounced deceased in their home on (B)(6) 2021. It was stated the patient had undiagnosed cardiac disease and was previously advised to consult with a cardiologist which he refused. It was confirmed the patient¿s mi leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).